Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer requested information for the purchase of a replacement device. Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful.  Because physio-control has been unable to reach the customer, it is unknown what the current status of the device is. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. The battery installed in their device has a lot code number of 0511 with an expiration date of 2010. The customer installed another battery which did not resolve the issue. The lot code and the expiration of the second battery was not provided by the customer. There was no patient use associated with this event.